Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. In regard to the discovered e216 error, it is likely the issue occurred due to a corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented a shaking image. The issue was found during set up/inspection for use. There were no reports of patient involvement.